Event description:
It was reported that a balloon rupture occurred. During an arteriovenous fistula (avf) pta procedure for a heavily calcified lesion, a 6.0 x 120 mm, 75 cm mustang balloon catheter was advanced for dilatation and inflated to nominal pressure. During inflation, the balloon ruptured, resulting in contrast media leakage. The device was removed, and the procedure was completed using another of the same device. No patient complications were reported. The patient remained stable post-procedure.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k103751, k110122. Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.